Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned essure device') in a 52-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (total laproscopic bilateral salpingectomies, removal of essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc(product technical complaints). On 27-jul-2020: fu 3&4 proceeded together. Mr received: reporter was added. Medical device removal was replaced with device dislocation & new event pelvic pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal ') in a (B)(6) year-old female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 07-jul-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to event "medical device removal". Patient date of birth was added. Essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.